Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products: delta cer fm hd 032/-4.0 12/14, item 650-0833, lot 2015041203. Therapy date - (B)(6) 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2018-0751.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery and subsequently a revision procedure was performed due to unknown reasons. Pictures show fractured poly liner, however it is unknown if the liner fractured before the revision or during removal.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
The revision was performed because of breaking of liner 2 years after the implantation.

Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation, who has reported as follows: a ø32 mm biolox delta ceramic femoral head and a ringloc-x e1 hi-wall liner were revised after approximately 2 years and 5 months due to ¿breaking of liner 2 years after the implantation.¿ post-primary radiographs have been requested for (B)(4) however have not been received at the time of writing this report. Therefore initial positioning, sizing and alignment of the components cannot be assessed. Two radiographs were supplied with (B)(4) to review however the date on which they were taken was not provided. The femoral head does not appear to be concentric within the liner and therefore it is assumed the images were taken prior to the revision procedure. The ringloc-x e1 hi-wall liner has been received in three pieces. The possible combination of impingement and microseparation may have led to increased stresses in the rim of the liner and ultimately contributed to the fracture. It appears that the fracture of the ringloc-x e1 hi-wall liner was a result of impingement of the femoral head and neck of the femoral stem on the rim of the liner. This would have led to increased stress and elevated risk of polyethylene fracture. Another factor which may have also contributed to the revision in this instance includes joint laxity, however this cannot be confirmed with the available information and therefore the root cause can not be determined. A review of the manufacturing history records confirms no abnormalities or deviations that could be related to the reported event. A review of the complaint database over the last 3 years has found no similar complaints reported with these items. The complaints database will be continued to be monitored. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.